Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing pain. The patient underwent an ipg pocket revision procedure wherein the ipg was repositioned. The patient was doing well post operatively. Nothing was removed or added.